Manufacturer narrative:
See MoM memo attached.

Event description:
Allegedly, patient was revised due to Loosening - socket /Unexplained Pain/ Adverse Soft Tissue Reaction to Particulate Debris. SRNJR Number: (b)(6). Side: R. Gender: F.